Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned.

Event description:
It was reported by the customer that post implant a laparoscopic gastric band procedure, they opted to have the band removed and have a gastric sleeve procedure due to weight gain of 46 pounds. During the fills, the surgeon performed an x-ray and attempted to add fluid ; her band would not accept the fluid through the port or allow him to remove any fluid. The patient has had four fills since implant. Patient is doing well since explant, but did not want to discuss issue any further during follow up call.